Event description:
It was reported that the screen of this programmer did not respond when touched. The programmer was restarted, but screen still unresponsive. Field representative noted that the programmer was warm and had been sitting on a metal trolley. The programmer was then removed of the metal surface and let it cool down. After 10-15 minutes, the programmer was turned on and the screen is back to being responsive. No adverse patient effects reported. The programmer remains in service.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.